Event description:
It was reported that the customer had an incident with low blood glucose of 24mg/dl, and the paramedics were called. The customer was treated with glucose tablets. The caller stated that the night before they filled with almost 300 units and according to the insulin pump there were 136 units left within eight hours. The customer was experiencing low glucose level for the past three weeks. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that they will contact her doctor to review the settings and if they decide to change the device they will call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.